Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the physician had difficulty removing the right ventricular setscrew of the pulse generator. The device was explanted and replaced. There were no complications to the patient.